Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter of upper proximal aortic neck was 18.9 mm, the length of the aortic neck was 33 mm, and the diameter of aorta above the aneurysm entry was 20.7 mm. After the devices were implanted the angiography showed a proximal type I endoleak. The stent graft was implanted just below the lower left renal artery, therefore there was no space left for a cuff; therefore, the bare metal stent was implanted instead of a cuff. Although the type I endoleak remained slightly as it had been a delayed endoleak since it was first observed, the procedure was completed with the plan of continuous monitoring. The physician stated that the main body is solidly implanted just below the renal artery and expects that this type I endoleak will resolve in the course of the follow up. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information has been received for this case. The physician stated that the type I endoleak was resolved without treatment.

Manufacturer narrative:
(B)(4).